Event description:
The pt reported he ceased using his scs system due to experiencing ineffective stimulation as well as overstimulation when he turned stimulation on. The pt indicated his scs system had been reprogrammed several times without success. The pt does not wish to pursue any intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.